Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, touch panel does not work due to faulty printed-circuit board. The cause of the defective cp board could not be identified. The reported phenomenon might be prevented by following the instruction manual of otv-s200 which states: ¿do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ olympus will continue to monitor field performance for this device.

Event description:
An olympus territory manager reported to olympus (on behalf of the customer), during a demo installation, the display touchscreen of the visera elite ii video system center was not working. There was no patient involvement in this event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the chassis was deformed, the front panel was deformed, the top cover was deformed, and the touch panel was not working. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.